Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube and the high voltage tank were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system would lock up. There was no patient injury or death reported.